Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had autofill failure alarm.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5, b6, b7, d8, h6 (health clinical and impact code). Additional phon#: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the autofill error reported by the customer has not been reproduced. Checked the equipment completely, following the maintenance protocol, and verify that it is working properly.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had autofill failure alarm. Patient was not involved. No harm.